Manufacturer narrative:
Product event summary: one battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device could not be performed since the device was not returned for evaluation. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No failure detected, no product returned. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. A review of the manufacturing documentation confirmed that the battery (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the battery (B)(4) passed visual inspection and functional testing. Failure analysis of the battery (B)(4) revealed that the battery passed visual inspection. Functional testing revealed that a cell pair fell below the voltage threshold. Internal visual inspection of (B)(4) did not reveal any abnormalities however, it is possible that an intermittent connection between the cell pair weld can cause a cell pair to fall below the voltage threshold. These are additional observations not related to the reported event. The most likely root cause of cell pair falling below the voltage threshold can be attributed to a faulty weld. Analysis of the alarm log files did not reveal any critical battery alarms involving the batteries. As a result, the reported critical battery alarm could not be confirmed. Additional products: concomitant medical products: heartware ventricular assist system ¿ battery, medical device: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 10-apr-2019. Device evaluated by manufacturer? Yes. Dev rtn to MFR? Yes. Device mfg date: 31-mar-2016. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An additional battery was returned to the manufacturer for disposal. The battery subsequently tested out of specification during manufacturer's analysis.